Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. The reaction was located on the upper buttocks and was described as bumpy, rashy and an irritation on the skin. Patient's mother treated the infected area with a steroid cream. On (B)(6) 2016, patient mother took the patient to the doctor and was diagnosed with "contact dermatitis". No additional event or patient information was provided.